Event description:
Event description guidant received information that this pacing system had no ventricular capture at maximum output settings. The ventricular lead impedance has remained stable at around 500 ohms. The daily measurements through the pacemaker show the r-waves have decreased slowly from 8mv to 3-4 mv currently. As the pacemaker is on advisory, the doctor planned to address the lead issue and explant the device at the same time. The patient is well.